Manufacturer narrative:
The reason for this revision surgery was reported as a painful metal-on-metal component. The length of in vivo service was almost 13 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 51 prior complaints reported against this part; summary of investigations: 1 fit, 3 revision surgery, 2 device cracked/broke, 1 device failed, 18 dislocation, 2 wear/excessive wear, 3 pain, 5 infection, 5 trauma, 1 surgical technique was not followed, 5 stability/poor joint, 1 malpositioned, 1 other, 3 blank. This is the first complaint against this lot number. No information was provided that definitively described the root cause or reason of the reported problem. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - painful metal-on-metal component.